Event description:
It was reported that the stored electrocardiogram revealed multiple atrial tachycardia (at) and atrial fibrillation (af) episodes, which were generated due to far field r wave oversensing. To address the issue and to reduce the incidence of device detected episodes incorrectly recorded as at/af episodes, programming changes were made. The issue was resolved without any complications.